Event description:
It was reported an asymptomatic patient presented in clinic with non-sustained lead noise observed via electrograms. Noise was not reproducible through testing. The patient did not receive therapy due to noise. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.